Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2007. Product type: implantable neurostimulator: product ID 3387-40, lot# n23965a, implanted: (B)(6) 1999, explanted: (B)(6) 2007. Product type: lead: product ID 748295, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2007. Product type: extension: product ID 3387-40, lot# j0114054v, implanted: (B)(6) 2001. Product type: lead: product ID 748295, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension. (B)(4).

Event description:
It was reported that the patient had an infection in (B)(6) 2007 and was "near death." The patient reportedly developed a secondary infection the following month. It was unclear if the patient's system was explanted in (B)(6) 2007. Follow-up with the patient's healthcare provider (hcp) indicated that the patient hadn't been seen since (B)(6) 2010. No further information was reported.

Manufacturer narrative:
(B)(4).